Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy. Pod was not worn. No adverse patient impact was reported.